Event description:
Customer reported the system lost cine images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. System operates as intended.